Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings have been know to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an upstream occlusion problem. It was also reported there was no pt injury.